Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("possible perforation of the left fallopian tube"), pelvic adhesions ("left pelvic adhesions"), device dislocation ("absence of the right essure micro-insert / suspicion that the right micro-insert had migrated within the pelvis/migration of essure device: the doctor was not able to locate the migrated right micro-insert") and genital haemorrhage ("abnormal, heavy and prolonged bleeding") in a 32-year-old female patient who had essure (batch no. C22908) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 6 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced weight fluctuation ("weight fluctuations"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced pelvic adhesions (seriousness criteria medically significant and intervention required), the first episode of pelvic pain ("pain: pelvic area") and abdominal pain upper ("stomach pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe, abnormal menstrual pain"), the second episode of pelvic pain ("severe lower abdominal pelvic pain"), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping"), back pain ("severe back pain"), abdominal distension ("bloating"), rash papular ("skin rash/bumps"), dry skin ("dry skin patches"), erythema ("redness and other changes in skin color"), pruritus ("itching"), alopecia ("hair loss"), arthralgia ("hip pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (bilateral salpingectomy, during which both of her fallopian tubes were removed), surgery (bilateral salpingectomy, during which both of her fallopian tubes were removed/lysis of adhesions). At the time of the report, the fallopian tube perforation, pelvic adhesions, device dislocation, dysmenorrhoea, back pain, dyspareunia, abdominal distension, weight fluctuation, alopecia, arthralgia, vaginal haemorrhage, menorrhagia, allergy to metals and abdominal pain upper outcome was unknown, the genital haemorrhage had resolved and the last episode of pelvic pain, abdominal pain lower, rash papular, dry skin, erythema and pruritus had not resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, arthralgia, back pain, device dislocation, dry skin, dysmenorrhoea, dyspareunia, erythema, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic adhesions, pruritus, rash papular, vaginal haemorrhage, weight fluctuation, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: it was reported that since her surgery, symptoms have resolved, she still continues to experience right-sided abdominal and pelvic pain, as well as skin irritation, including rashes and itching, which was suspected to be the result of the remaining micro-insert. Consequently, she may end up requiring additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - in august 2015: total bilateral occlusion ultrasound pelvis - on (B)(6) 2016: left essure device not in tube in (B)(6) 2016: transvaginal ultrasound was performed , the results of which showed a possible perforation of the left fallopian tube, as well as the absence of the right essure micro-insert, further raising the suspicion that the right micro-insert had migrated within the pelvis. Current weight 220.00 lbs. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal distension, concerning device dislocation, pelvic pain and pelvic adhesion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: the reporter information, patient demographics were updated. Her concurrent condition, lab data, insertion date, indication was amended. Essure removal detail: micro-inserts migrated and could not be located in my fallopian tubes or abdomen. Events: left pelvic adhesions, abnormal bleeding (vaginal, menorrhagia), nickel allergy, pain: pelvic area and stomach pain added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("possible perforation of the left fallopian tube"), pelvic adhesions ("left pelvic adhesions"), device dislocation ("absence of the right essure micro-insert / suspicion that the right micro-insert had migrated within the pelvis/migration of essure device: the doctor was not able to locate the migrated right micro-insert") and genital haemorrhage ("abnormal, heavy and prolonged bleeding") in a 32-year-old female patient who had essure (batch no. C22908) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 6 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced weight fluctuation ("weight fluctuations"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced pelvic adhesions (seriousness criteria medically significant and intervention required), the first episode of pelvic pain ("pain: pelvic area") and abdominal pain upper ("stomach pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe, abnormal menstrual pain"), the second episode of pelvic pain ("severe lower abdominal pelvic pain"), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping"), back pain ("severe back pain"), abdominal distension ("bloating"), rash papular ("skin rash/bumps"), dry skin ("dry skin patches"), erythema ("redness and other changes in skin color"), pruritus ("itching"), alopecia ("hair loss"), arthralgia ("hip pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (bilateral salpingectomy, during which both of her fallopian tubes were removed), surgery (bilateral salpingectomy, during which both of her fallopian tubes were removed/lysis of adhesions) and surgery (bilateral salpingectomy, during which both of her fallopian tubes were removed). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic adhesions, device dislocation, dysmenorrhoea, back pain, dyspareunia, abdominal distension, weight fluctuation, alopecia, arthralgia, vaginal haemorrhage, menorrhagia, allergy to metals and abdominal pain upper outcome was unknown, the genital haemorrhage had resolved and the last episode of pelvic pain, abdominal pain lower, rash papular, dry skin, erythema and pruritus had not resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, arthralgia, back pain, device dislocation, dry skin, dysmenorrhoea, dyspareunia, erythema, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic adhesions, pruritus, rash papular, vaginal haemorrhage, weight fluctuation, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: it was reported that since her surgery, symptoms have resolved, she still continues to experience right-sided abdominal and pelvic pain, as well as skin irritation, including rashes and itching, which was suspected to be the result of the remaining micro-insert. Consequently, she may end up requiring additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Ultrasound pelvis - on(B)(6) 2016: left essure device not in tube. In (B)(6) 2016: transvaginal ultrasound was performed , the results of which showed a possible perforation of the left fallopian tube, as well as the absence of the right essure micro-insert, further raising the suspicion that the right micro-insert had migrated within the pelvis. Current weight 220.00 lbs. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal distension, concerning device dislocation, pelvic pain and pelvic adhesion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("possible perforation of the left fallopian tube"), device dislocation ("absence of the right essure micro-insert / suspicion that the right micro-insert had migrated within the pelvis/migration of essure device: the doctor was not able to locate the migrated right micro-insert"), pelvic adhesions ("left pelvic adhesions") and genital haemorrhage ("abnormal, heavy and prolonged bleeding") in a 32-year-old female patient who had essure (batch no. C22908) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included phentermine and tramadol. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 6 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced weight fluctuation ("weight fluctuations"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On (B)(6)2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced pelvic adhesions (seriousness criterion medically significant), the first episode of pelvic pain ("pain: pelvic area") and abdominal pain upper ("stomach pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe, abnormal menstrual pain"), the second episode of pelvic pain ("severe lower abdominal pelvic pain"), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping"), back pain ("severe back pain"), abdominal distension ("bloating"), rash papular ("skin rash/bumps"), dry skin ("dry skin patches"), erythema ("redness and other changes in skin color"), pruritus ("itching"), alopecia ("hair loss"), arthralgia ("hip pain") and weight increased ("weight loss/weight gain specify which one- weight gain"). The patient was treated with surgery (on (B)(6) 2017 bilateral salpingectomy,both of her fallopian tubes were removed,removal of left coil.), surgery (laproscopy to locate migrated essure coils.) And surgery (lysis of adhesions). At the time of the report, the fallopian tube perforation, device dislocation, pelvic adhesions, dysmenorrhoea, back pain, dyspareunia, abdominal distension, weight fluctuation, alopecia, arthralgia, vaginal haemorrhage, menorrhagia, allergy to metals, abdominal pain upper and weight increased outcome was unknown, the genital haemorrhage had resolved and the last episode of pelvic pain, abdominal pain lower, rash papular, dry skin, erythema and pruritus had not resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, arthralgia, back pain, device dislocation, dry skin, dysmenorrhoea, dyspareunia, erythema, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic adhesions, pruritus, rash papular, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: it was reported that since her surgery, symptoms have resolved, she still continues to experience right-sided abdominal and pelvic pain, as well as skin irritation, including rashes and itching, which was suspected to be the result of the remaining micro-insert. Consequently, she may end up requiring additional surgery. Right side was unable to be located for removal due to migration diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion ultrasound pelvis - on (B)(6) 2016: left essure device not in tube in (B)(6) 2016: transvaginal ultrasound was performed , the results of which showed a possible perforation of the left fallopian tube, as well as the absence of the right essure micro-insert, further raising the suspicion that the right micro-insert had migrated within the pelvis. Current weight 220.00 lbs. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: abdominal distension, concerning device dislocation, pelvic pain and pelvic adhesion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2018: pfs received- weight loss/weight gain specify which one- weight gain. Concomitant medication were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("possible perforation of the left fallopian tube"), device dislocation ("absence of the right essure micro-insert / suspicion that the right micro-insert had migrated within the pelvis") and genital haemorrhage ("abnormal, heavy and prolonged bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe, abnormal menstrual pain"), pelvic pain ("severe lower abdominal pelvic pain"), abdominal pain lower ("severe lower abdominal pain/ severe abdominal cramping"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), abdominal distension ("bloating"), weight fluctuation ("weight fluctuations"), rash papular ("skin rash/bumps"), dry skin ("dry skin patches"), erythema ("redness and other changes in skin color"), pruritus ("itching"), alopecia ("hair loss") and arthralgia ("hip pain"). The patient was treated with surgery (bilateral salpingectomy, during which both of her fallopian tubes were removed) and surgery (bilateral salpingectomy, during which both of her fallopian tubes were removed). At the time of the report, the fallopian tube perforation, device dislocation, dysmenorrhoea, back pain, dyspareunia, abdominal distension, weight fluctuation, alopecia and arthralgia outcome was unknown, the genital haemorrhage had resolved and the pelvic pain, abdominal pain lower, rash papular, dry skin, erythema and pruritus had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, back pain, device dislocation, dry skin, dysmenorrhoea, dyspareunia, erythema, fallopian tube perforation, genital haemorrhage, pelvic pain, pruritus, rash papular and weight fluctuation to be related to essure. The reporter commented: it was reported that since her surgery, symptoms have resolved, she still continues to experience right-sided abdominal and pelvic pain, as well as skin irritation, including rashes and itching, which was suspected to be the result of the remaining micro-insert. Consequently, she may end up requiring additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: full occlusion of fallopian tubes. In (B)(6) 2016: transvaginal ultrasound was performed , the results of which showed a possible perforation of the left fallopian tube, as well as the absence of the right essure micro-insert, further raising the suspicion that the right micro-insert had migrated within the pelvis. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.